Manufacturer narrative:
All of the insulin pump's buttons functioned properly; however, there were corroded keypad traces. No button error alarm occurred during testing. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked case near the display window corners, and a cracked display window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; he cleared the alarm but it reoccurred and was unable to be cleared. The patient's blood glucose at the time of incident was 75 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that when the pump alarmed he had it in his waistband against his hip. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.